Event description:
The patient reported experiencing recurring rashes and hives at the sites where she applied her pod, prompting her to seek medical attention on (B)(6) 2025, during a clinic visit. She confirmed she was wearing the pod at the time and noted that the skin irritation occurred consistently with multiple pods. Although no formal diagnosis was given, the patient, who has a history of severe allergies, received allergy shots as treatment. The pod was worn on the abdomen.

Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to determine if any product condition could have contributed to the skin irritation. No lot release records were reviewed, as the product lot number was not provided. Locked down smartphone: lockdown omnipod software app version: 3.1.1 operating system: n5004l-am-q-mv01602-06-01.06 hardware: n5004l cgm sensor type: g6 please note, that section d is capturing the device identifiers as reported by the complainant. This may not align to the device configuration reported in h11, as this data is pulled from our cloud based on the reported date of event.